Event description:
Drain being removed from surgical site, tube (drain) broke in two with proximal end retracting into leg. Reported via phone to co on 10/25/93. Pt had fractured left hip with bipolar hip replacement.